Event description:
Customer reported that the needle was placed through tissue during an episiotomy repair. The device was held with needleholders and the needle tip was grasped with forceps for control. The surgeon lost control of the needle tip upon release of the needle holders. The attached suture strand was wrapped around the surgeon's hand at the time of the event and was pulled forcibly from the embedded needle in an attempt to regain control of the needle. The pt was transferred to or, given add'l anesthetic block and the needle was subsequently retrieved.

Manufacturer narrative:
Conclusions: user error caused the event. It is the opinion of our medical dir that when sewing through bundles of tissue, a needle of appropriate size should be selected to avoid burying the entire needle in the tissue. Neither grasping the needle by the tip nor trying to remove it from the tissue by pulling on the suture are in alignment with the instructions for use nor standard surgical technique.